Event description:
It was reported that the user experienced a low glucose episode after not eating for approximately seven hours and chose not to announce dinner to avoid going lower; the event resolved after the user ate, and the issue was categorized as an improper or incorrect procedure or method with no specific device component implicated. Symptoms included hypoglycemia with a nadir of 55 mg/dl, muscle weakness, and blurry vision. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or insufficient treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.